Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: no defect found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: reporter observes higher blood glucose (bg) values through the night: typically has a good bg reading at bedtime and then wakes up with bg around 300 mg/dl, with thirst and irritability. Reporter is attributing the high bg to the pump not delivering the basal rate and has noticed this trend when the reservoir is around 70-75 units. Reporter is making an allegation that the pump does not provide accurate basal delivery when reservoir is around 70-75 units. Customer support (cs) review found that patient is sometimes making his own calculations for bolus instead of using the pump. Patient fills cartridge to 2.0 units, changes site when cartridge is almost empty at 3+days. Patient also using fill cannula to deliver insulin when disconnected , on top of fill cannula amount t of 0.5. Cs instructed to change site/set/cartridge every 2-3 days, fill only cartridge to what is needed for 3 days and to try to fill just above 2.0 cc mark. Cs instructed patient to make sure he fills cannula with 0.5 units and then if wants to give bolus for missed basal to use bolus menu. Cs instructed patient to discuss with health care provider (hcp) basal test and evaluate ic and isf since pt using his own calculations, and has not had ic ratio evaluate or changed in a while. There is no allegation of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia, possibly related to use error.